Event description:
Pulmonetic systems, inc. Received a call from a representative in 2002. The representative reported the following problem: vent started to alarm for power loss (while operating on ac) and shut down.